Manufacturer narrative:
(B)(4). It was reported that following the procedure the patient experienced chronic mesh infection, chronic seromas and abscesses, pain, unhealing wound, scaring and multiple surgeries including PICC line and aspirations. It was also reported that the patient underwent a mesh removal on (B)(6) 2016. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2016 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.